Event description:
Heartmate 3 left ventricular assist device (lvad) presents with symptomatic anemia (hemoglobin 7.1) in the setting of international normalized ratio (inr) 3.5 and aspirin 81 mg daily. Two units of blood were transfused. Endoscopic evaluation included egd and colonoscopy; bleeding source was not identified. Heparin to coumadin bridge safely completed prior to discharge. Aspirin was not resumed.